Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became stuck and triggered a button alarm. The customer's blood glucose level was not impacted. Reportedly, customer would continue to use the pump for insulin therapy.